Manufacturer narrative:
Product ID 3389 lot# unknown serial# implanted: explanted: product typ lead. (B)(4). The actual event dates were not provided. Date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events.

Event description:
Literature: auclair-ouellet, n., chantal, s., cantin, l., prud-homme, m., langlois, m., macoir, j., transient executive dysfunction following stndbs in parkinson's disease, the canadian journal of neurological sciences, volume 38, number 2 (2011). Summary: the purpose of this study was to characterize the cognitive performance of pd subjects having undergone bilateral stndbs and to identify short- and longer-term effects on various domains of cognition. Reported events: thrombophlebitis occurred in this patient during surgery. No interventions were reported. Further information has been requested; a supplemental report will be submitted if additional information is received.